Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an implant attempt, the patient had ventricular tachycardia when the ventricular lead was through the tricuspid valve. The ventricular tachycardia stopped when the physician gave up implanting the new lead. A new lead was not implanted. No patient complications have been reported as a result of this event.